Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low"; however, specific value was not provided. Cause was not known. Customer consumed glucose tablets to address the decreased bg.